Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Initial inspection of the set showed no damages. Priming the set via gravity resulted in no leaking. Functional testing and pressure testing resulted in leaking from the upper part of the silicone segment. Inspection of the leak area showed a small tear in the silicone segment below the upper fitment component, measuring approximately 0.01 inches long. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a puncture hole towards the top of the primary tubing while infusing zosyn. There is no report of patient harm.